Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. The problem was the area located between the blade and the suction port, a films of clear plastic that had peeled about 3/4 back from the active blade and the grey suction portal area. The blade remained fully intact. The root cause could not be determined.

Event description:
It was reported that during a case when the physician touched the area after releasing the cut button, he burned his finger/felt heat through the glove. There was no impact to the pt.